Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The discordant result had been obtained on an aliquot sample, and after repeating the aliquot sample, the customer ran the original sample tube from the patient on the same instrument and it also resulted lower. The original sample was then rerun on an alternate instrument, and the result matched the lower results obtained on the dimension rxl max with hm. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist advised the customer of troubleshooting measures and proper sample handling. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.